Event description:
Facility reported that the blood tubing had a leak on the arterial line at the top near the chamber. Pt lost approx 400-500 cc of blood. Pt's reaction was shortness of breath. He received oxygen and stat cbc.